Event description:
The customer reported generator error 1283 - no fluoro procedures were completed without using fluoro. Pt involved. No injury to pt.

Manufacturer narrative:
The ge service rep removed and replaced contactor. Tested: ok system functions as intended.